Event description:
The catheter was placed on 06/18/1998, approximately 5 cm above the anticubital area, for antibiotics. Therapy went well. During removal on 07/30/1998, resistance was met and the arm was wrapped by the nurse. When the nurse tried again, the catheter broke, approximately 7cm came out, leaving 23cm in the patient. The catheter was retrieved in x-ray. The patient went home the next day.